Manufacturer narrative:
Concomitant medical products: 0181 lead; 4471 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to "brief stabbing sensations to the mid-sternum," which was determined to be phrenic nerve stimulation (pns) from the left ventricular (lv) lead. The pns was resolved by lowering the lv output. The lv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.